Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured data revealed a unipolar ventricular threshold of 5.0 v, 1.5 ms and a bipolar threshold of 3.0 v, 1.0 ms.